Event description:
Device 3 of 3. Reference MFR report #1627487-2013-06943, reference MFR report #1627487-2013-06944. It was reported, the pt experienced pain at his bone graft site. A neurosurgeon performed a bone graft exploratory surgery and the surgeon stated he believed one of the wires from the scs leads may have been causing the pain. The neurosurgeon redirected the lead subcutaneously around the bone graft sight in the pt's posterior sacroiliac (si) joint area. Follow-up information identified the pt is doing well postoperative and has not reported any more issues.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.